Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 11.5 cm abdominal aortic aneurysm. Vessel morphology was not reported. After the talent bifurcated stent graft was implanted, the final angiogram showed what was thought to be an unk or type IV endoleak. The physician elected to place an aneurx aortic cuff (MFR report # 2953200-2010-01373); however, an unk endoleak persisted after the aneurx cuff was placed. The physician then elected to add aneurx aortic cuffs on each side in order to build up the flow divider about 2-3 cm, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak); other (unk cause of endoleak).